Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of neurodermatitis was exacerbated by the lifevest equipment. The patient described the area as red itchy small pimples. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an ointment for the skin irritation. Follow up indicated that the skin irritation improved.